Manufacturer narrative:
The customers reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4) case subject: npi 8015 error 255-3784-275. Account name: (B)(6) hospital. (B)(4). 8015 pcu dom v9.33.1.2 a/b/g. (B)(6). Patient or user involvement: no patient or user harm: no case description: customer receives error code 255-3784-275, while trying to connect device to system maintenance (s/n (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer receiving error 255-3784-275 on 8015 device, during transfer of the network configuration package. " explained problematic fault that would create the error code. " error code seen when connected to system maintenance. " informed customer to verify device is plugged into ac outlet. " asked customer to plug straight into a wall outlet. " customer was then able to re-connect device with system maintenance and not receive the error message. " customer will call back if any further concerns need to be addressed. " end call.